Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable hba1c iii tina-quant hemoglobin a1c iii result for one patient sample. The initial result was 14.7% and was reported outside the laboratory. This result was questioned by the physician. The sample was repeated on (B)(6) 2017 and the result was 8.1%.this result was believed to be correct. There was no known adverse event. The reagent lot number was 13561801 with an expiration date of 12/31/2017. All calibrations and qc results were successful and in range. No other samples were affected. The field service representative found there was a plugged rinse mechanism vacuum nozzle. The nozzle was removed and "kim wipe" debris was cleaned out of the nozzle. He ran mechanism checks to ensure the system was working properly.